Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt that involved colonic stenting. The dr reported that the pt stricture was tight, so the jagwire was passed through the cannula to negotiate across the stricture. The tip of the jagwire became fragmented while it was being manipulated across the stricture. Please reference medwatch rpeort number 6000123-2004-00085, which documents the first reported jagwire malfunction. The physician then obtained a second device, but this jagwire tip also became fragmented. The complainant reported that because the stricture was not able to be negotiated, the pt was taken to surgery to open up the stricture. There is no indication that the jagwire caused or contributed to the need for the pt surgery. Additional pt and event information has been requested.